Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, when the procedure was started green light appeared in the out-core of the fiber line. There was no effect on the tissue, and there was no laser output from the fiber tip. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.

Manufacturer narrative:
During a photoselective vaporization of the prostate procedure, green light appeared in the out core of the fiber when the procedure began, but there was no tissue effect and no laser output from the fiber tip; the fiber was replaced and the procedure was successfully completed with no patient complications. The device was not returned, and therefore no product analysis could be performed; the prr results did not identify a probable cause. Review of the device history record confirmed that the device met all specifications prior to shipment and no manufacturing deviations were identified. A risk review confirmed that the event type break is included in the product risk documentation and accounted for in the overall risk benefit analysis. A labeling review verified that the IFU warns that accumulation of excessive tissue or debris on the fiber cap can result in overheating and premature degradation or fiber failure. Because the device was not returned, the reported complaint could not be confirmed, and record reviews did not provide additional information or evidence of a probable cause. As a result, the investigation findings neither clearly confirm nor rule out the reported problem, and unable to exclude device problem is identified as the most probable cause.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, when the procedure was started green light appeared in the out core of the fiber line. There was no effect on the tissue, and there was no laser output from the fiber tip. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.